Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 in the afternoon, exact time unknown. The patient tested on the subject meter and observed a value of ¿80mg/dl¿ which she feels was inaccurately high based on her feelings/normal results. It is not known what range the patient considers to be normal. Per the documentation, the patient was not taking any diabetes medication at the time of the alleged issue and continued with her usual diabetes management routine in response to the alleged issue. At an unknown time later that afternoon, she claimed she became unconscious. The emergency medical services (ems) were called at an unspecified time and when they arrived they checked the patient¿s blood glucose using an unknown ems meter and observed a value of ¿26mg/dl.¿ the patient was taken to the hospital where she was treated with IV glucose and food/drink. The patient remained hospitalized for approximately 2 days. No other blood glucose values were reported by the patient, and it is not known if the patient was treated for any other health related conditions while hospitalized. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure. The subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed she received an inaccurately high result on the subject meter and developed symptoms suggestive of a serious injury that required medical intervention by a healthcare professional after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.